Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to charge it's internal battery was observed. The device's internal battery and power management board were replaced to address this issue.